Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the code (B)(4) lot number 2370611 before the market release. No anomalies have been found. The original lot, manufactured in 2011, was comprised of (B)(4)of them have already been distributed to the market. According to orthofix srl historical records, this is the (B)(4) notification received from this specific device lot. Technical eval: the returned device, received on 11/05/2013, is currently under technical eval. Medical eval: the info available on the case was sent to our medical evaluator. A preliminary medical eval is currently ongoing and will be finalized once the results of the technical eval will be available. MFR comments: orthofix srl has requested further info on the event such as date of revision surgery. Unfortunately, this info has not yet made available. As soon as the results of the investigation will be available, orthofix srl will provide you with a f/u report. Orthofix srl continues monitoring the devices on the market.

Event description:
The event description provided by the surgeon involved indicates: hospital name: (B)(6). Surgeon name: dr (B)(6). Date of surgery: (B)(6) 2012. Dx proximal femoral fracture treatment, (B)(6) female, 50 kg, 175 cm. Event description: the screws broke at about 2 months from the implantation. The pt was subjected to a re-intervention using a dhs implant with grafting. The device failure caused adverse effects to pt. Pt current heath condition: "healed from a radiological view", returned to normal activities and sports activities, right hip: full movement painless, no clinically detectable length discrepancy, (B)(6), slight deficit of trophic medium-gluteus. Note and comments: the pt did not load/weightbear for 45-50 days then progressive load. On (B)(6) 2013, orthofix srl received the following additional info on the event: the date of the revision surgery will be provided. The date of the screws' breakage is unk (the first one could have been broken in (B)(6) and the other in (B)(6)). Please also kindly refer to MFR report number 9680825-2013-00032. MFR reference number: (B)(4).